Event description:
It was reported that particulate matters (pm) were observed in two (2) non-vented high-volume inlets. The pm were described as, "black specks and fibers within the tubing or packaging". This was discovered upon opening the boxes. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no: (B)(6). (Additional number). Should additional relevant information become available, a supplemental report will be submitted.